Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that there was a "problem" with one of the leads at implant and that the "third lead" was shut off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that at initial implant, the patient had a left ventricular epicardial lead placed surgically due to issues with the patient's anatomy. The lead was eventually "shut off" due to no capture.